Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was noted that there was high resistance/impedance. A patient alert triggered for out of tolerance sub threshold lead impedance on (B)(4) 2011. The daily high voltage lead impedance trend data showed a gradual increase and a high impedance spike for defibrillator active can on impedance 83 to 103 ohms peak between (B)(4) 2011 and (B)(4) 2011, then returned to a baseline of 82 ohms on (B)(4) 2011.

Event description:
He patient went to the emergency room after hearing a patient alert. The ventricular lead triggered an alert for a rise in defibrillation impedance. Trend data indicated that the high voltage impedance had increased over time. The lead remains in use and it will continue to be monitored. The patient alert triggered a second time within a few weeks of the first. Follow up was conducted to determine if the alert was for the same rise in impedance but no further information was obtained. No patient complications have been reported as a result of this event.

Event description:
The patient went to the emergency room after hearing a patient alert. The ventricular lead triggered an alert for a rise in defibrillation impedance. Trend data indicated that the high voltage impedance had increased over time. The lead remains in use and it will continue to be monitored. The patient alert triggered a second time within a few weeks of the first. Follow up was conducted to determine if the alert was for the same rise in impedance but no further information was obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.